Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). During the procedure, 2.1 mm jetstream xc catheter became stuck on an unknown-brand filter wire guidewire. The original 2.1 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream catheter. The device was visually and microscopically examined for any shaft damage. The devices catheter shaft showed no damage. The device was set-up and functionally tested per the IFU. The device was connected to the test console and the device primed and ran as designed. The set up was repeated multiple times with no issues. The device was tested for a period of 1 minute with no alarms or errors. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a percutaneous transluminal angioplasty (pta) procedure in the superficial femoral artery (sfa). During the procedure, 2.1 mm jetstream xc catheter became stuck on an unknown-brand filter wire guidewire. The original 2.1 mm jetstream xc catheter was used to complete the procedure. There were no patient complications as a result of this event.